Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, visibility/palpability, rupture.

Event description:
Patient reported the left side implant is "extremely hard" and inquired on if they have textured devices. Later, healthcare professional reported "rupture". Device remains implanted.